Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient experienced inflammation. The patient was treated with unspecified steroid. Per the physician the contributory cause was mild toxic anterior segment syndrome (tass). The event outcome has been resolved. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).